Event description:
Customer called stating the their meter is reporting erratic results. Customer feels that their meter is inaccurated and forced customer take too much insulin. Customer also began to fell ill, and exhibit symptoms of hypoglycemia including dizziness.